Event description:
Medtronic received information that during the use of this oxygenator, the customer reported a leak between the oxygenator and the heat exchanger resulting in blood dripping down the heat exchanger to the floor. The unit was not changed out and there were no resulting adverse patient effects. The unit is expected to be returned for analysis.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: the device is expected to be returned however, it has not been received. (B)(6). (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Based off the information provided by the customer and our investigation, it is speculated that the leak was due to a uv adhesive issue and marginal bond between the fiber bundle mandrel and heat exchanger leaving a marginal bond. This is considered to be a manufacturing issue. Investigation confirmed that this was not a hex side seam leak issue. There was no patient injury (temporary or permanent in nature) reported. The failure mode would result in minimal blood loss and would not cause a life-threatening situation or permanent impairment. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.